Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted proximal gastrectomy procedure, when the two devices were docked as usual and fired, the anvil did not tilt. The handle was squeezed firmly. There was no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The orvil of the instrument was observed to be tilted and attached to the listed instrument. Visual inspection of the mylar cutting ring noted cross cutting staple line marks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of cross cutting staple line marks that has no relationship to the reported condition. Replication of the cross cutting staple line marks on the mylar cutting ring may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut.". No further actions have been deemed necessary at this time. Based on the evidence available the reported condition was not confirmed. If information is provided in the future, a supplemental report will be issued.